Event description:
The hospital plant manager reported that the head section ran up unintentionally on this bed. He found a stuck caregiver head up switch on the right head siderail. He replaced the caregiver membrane switch label to resolve the problem. He also stated that there were no reported adverse events associated with this malfunction.